Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc presumed that the reported phenomenon was caused by loose connection of the video connector socket, but omsc could not conclusively determine the factor which caused loose connection of the video connector socket. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) (okr). Okr checked the subject device and found that the reported phenomenon was duplicated and the video connector socket was loose. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the video connector socket had been broken and could not be connected. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.